Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# 0204948606, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the occipital nerve stimulation (ons) patient experienced ¿missing his stimulation.¿ impedance testing was performed and found all impedances were ¿>10000¿ ohms. X-ray imaging was performed and found ¿the lead was partially dislodged.¿ impedance testing was again performed in the operating room and found that when checked at both the extension and the lead, the impedances remained ¿>10000¿ ohms. The patient¿s lead was replaced as a result of the event, with the extension remaining the same. Following the replacement of the lead, ¿all impedances were good¿ and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, explanted: (B)(6) 2015, product type: lead. (B)(4).